Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Dates of hospitalization were not reported, symptoms were not reported nor was treatment mentioned by patient. Patient was not on the pump at time if incident due to not having supplies. The customer blood glucose value was unknown. The insulin pump will not be returned for analysis.